Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The data review confirmed that no result was calculated for the patient sample due to a low signal limit in the ahiv sub-module. The hivag sub-module showed a reactive result of approximately 5 coi, which was identified as a false reactive result. The root cause was attributed to a sample-specific discrepancy.

Event description:
The initial reporter alleged that no result was calculated for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The data provided indicated that no result was calculated for the hiv duo assay due to a low signal limit in the ahiv sub-module.